Event description:
It was reported that the doctor placed the crown and after a couple of days, the patient came in with a broken screw. Part of it is still in the patient's mouth and the doctor will remove it as soon as they receive the new screw. No patient impact reported. Tooth location unknown.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Concomitant medical products: unknown biomet 3i implant, lot# unknown. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: h6: investigation type codes were added: 4109, 4110 and 4111. H6: investigation findings code was added: 3252. H6: investigation conclusions codes were added: 4307. One certain® gold-tite® hexed screw, iunihg was returned for investigation. Visual inspection via naked eye and camera magnification confirmed that the screw was fractured at the threads. Only the head of the screw was returned. One unk biomet 3i implant remains implanted. Based on the evaluation, device malfunction did occur. However, there is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported devices that could cause or contribute to the reported event. Monthly post market trending review identified no adverse trends or corrective actions for the reported events or device. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the products were within specifications and conforming when they left zimmer biomet. DHR review could not be completed for the iunihg or unknown biomet 3i implant since the lot numbers were not provided. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was performed for the iunihg for similar events, dating back 12 months from notification date, using complaint keywords : fracture screw. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product. The reported event is related to the functional performance of the device and cannot be recreated due to the nature of the alleged event. A definitive root cause could not be identified. However, based on the investigation, risk file review and IFU, the probable cause is clinician error due to: inadequate treatment planning, excessive torque to place or remove restorative component on implant, placement of devices in a patient with patient factors incompatible with long-term osseo-integration of implant. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.